Event description:
Slight distress [respiratory distress] it wasn't puffing again/ it still wasn't spraying [product delivery mechanism issue] . Case narrative: this initial spontaneous report concerns of events respiratory distress and product delivery mechanism issue in a female patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 13-jun-2026, amneal pharmaceuticals received information from the pharmacist via voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. Additional significant information (#1) was received on (B)(6) 2026 from the pharmacist via a telephone call. New information included; reporter mail ID, patient full name, address, product information (dosage regimen, serial number, start date), event start date was added and narrative was updated. On an unknown date of 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: (B)(4), lot number: ai25019, expiry date: 20-oct-2027, serial number: (B)(6), frequency, dose and therapy dates not reported) via inhalation use for unknown indication. On an unknown date, the patient was being treated with albuterol sulfate inhalation (ndc, lot number, expiry date, serial number, frequency, dose and therapy dates not reported) for unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the consumer received a sealed medication box from the pharmacy. On an unspecified date in 2026, the consumer initiated treatment. On an unknown date in 2026 during use, the consumer reported that the medication is not coming out of the inhaler. The consumer returned to the pharmacy, where the pharmacist attempted troubleshooting, including cleaning the inhaler port; however, the device continued to fail to spray. The pharmacist noted that the consumer was in slight distress and provided a replacement inhaler. The pharmacist further confirmed that the consumer had adhered to the instructions for use as outlined in the prescribing information (pi). Last action taken with albuterol sulfate inhalation in relation to respiratory distress and product delivery mechanism issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events respiratory distress and product delivery mechanism issue was unknown. This case is considered as serious. The reportability of this case is expedited.

Manufacturer narrative:
This is default text configured for block h10.